Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. Device history record (DHR) review: based on the results of the investigation all released devices from the associated work order(s) including the suspected device; have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -9.5/+1.5/095 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2019. It was reported the patient had blurred vision and tass (toxic anterior segment syndrome). The surgeon performed an anterior chamber irrigation/evacuation of visco/fluids. The following medications were prescribed for about 10 days after surgery - rinderon ophthalmic solution, mydrin-p ophthalmic solution and prednisolone. The lens remains implanted. The cause of the event was unknown.

Manufacturer narrative:
The reporter indicated the inflammation had subsided after 10 days of treatment. Claim#: (B)(4).